Event description:
A hospital nurse reported that two pediatric pts sustained perforations of the bowel during colonoscopy procedures performed by the same physician using the same olympus pcf-140l colonoscope. Both pts were reported to have left the hospital in stable condition; however, one pt, who had a pre-existing condition of colitis, expired an unknown time after discharge from the hospital. The nurse reported that, some time subsequent to these events, the physician alleged that the distal tip of the colonoscope was raised.